Event description:
It was reported that the patient's capsule was not stable prior to surgery and when the surgeon inserted the cc4204a collamer single piece lens, the capsule was unable to support it. The lens was removed and a competitor's lens was implanted. There was no patient injury. The reporter stated the incident was due to a pre-existing condition of the eye.

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4). Evaluation, results: visual inspection of the returned lens showed the lens was returned in liquid and there was a split across the optic and haptic. (B)(4).